Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2016-10476.

Event description:
The customer reported that via phone during an unknown procedure two of their mini quick anchors plus #2/0 ethibond v5, first anchor broke and the second anchor would not implant. The customer reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The customer could not provide any further information. The devices will be returning for evaluation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2016-10476.